Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose and no delivery alarm. Blood glucose level at the time of the incident was 510 mg/dl and other blood glucose level was 450 mg/dl and 180 mg/dl which was treated with insulin pump and needles. The customer declined troubleshooting for high blood glucose. The customer took 3.0 u for a bolus and then 5 form the needle. It was unknown that if the insulin pump was in auto mode at the time of the incident. The device will not be returned for analysis.